Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis broken into two sections. A visual and microscopic examination of the crimped stent identified stent damage. The proximal and mid-section of stent was damaged and stretched in a proximal direction over the proximal markerband and onto the distal end of the shaft polymer extrusion. Due to the stretching of the proximal and mid-stent struts the stent was stretched to a length of 39mm. The crimped stent outer diameter of the undamaged distal section of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a break in the shaft polymer extrusion 13mm distal from the bi-component bond; it appeared to have been cut. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a guide catheter was engaged in the lesion, a 3.50x28mm synergy¿ drug-eluting stent was advanced but failed to cross in the proximal rca. The physician discontinued to deliver the device and attempted to remove it. However, the tip of the guide catheter got caught on the proximal portion of the mounted stent and the stent was pushed into the distal side of the balloon. The device was unable to be removed from the guide catheter so the guide catheter was retracted into the sheath and the device was removed together with the guide catheter and sheath. The procedure was completed with another of the same device with a shorter size. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a guide catheter was engaged in the lesion, a 3.50x28mm synergy¿ drug-eluting stent was advanced but failed to cross in the proximal rca. The physician discontinued to deliver the device and attempted to remove it. However, the tip of the guide catheter got caught on the proximal portion of the mounted stent and the stent was pushed into the distal side of the balloon. The device was unable to be removed from the guide catheter so the guide catheter was retracted into the sheath and the device was removed together with the guide catheter and sheath. The procedure was completed with another of the same device with a shorter size. No patient complications were reported and patient's status was stable.